Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014, inratio: 2.3, 2.2, lab: 6.1. Tests on the inratio 2.3 and 2.1 were within 5 minutes of each other. Lab draw 6.1 was within 10 minutes of inratio test. Therapeutic range: 2-3. Historical results: 4-23-14: inr (lab) = 8.1. Pt instructed to halt coumadin dosage after 6.1 result.